Event description:
During a craniotomy procedure, a midas rex in line oiler's oil drip rate sight glass came off and misted the or suite. Sterile drapes were placed over the wound site and sterile field until the mist cleared. The wound was irrigated with antibiotics and the procedure was completed. The pt suffered no adverse effects as a result of the incident.